Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength testing of the sample received was completed and the results fulfills the OEM requirements. Review of the batch manufacturing record indicated this product had a normal process and the results during the process fulfilled the OEM requirements. As instructed for use:"when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the thread of the suture broke very easily.